Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's blood glucose (bg) decreased to 51 mmol/l which was addressed with the customer consuming glucose tablets. The suspected cause for decreased bg was incorrect pump carb ratio settings. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue.